Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges. Customer's blood glucose (bg) level ranged from 180-200 mg/dl. Additionally, it was reported that an occlusion alarm occurred. Customer changed supplies and successfully resumed insulin delivery. Reportedly, customer reverted to manual injections for insulin therapy.